Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported that the patient faced that he was burned through infusion sets that became dislodged during work. No further information available.

Manufacturer narrative:
Initial and final MDR 1948597 - MDR 8021545-2024-02638- device 4 of 5. E1: patient city: (B)(6). Patient country: united states.